Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. No serial number provided by customer a follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the patient circuit was occluded. The device was in use at the time of the event; however, there was no patient harm.the event date was not specified; estimate used.

Manufacturer narrative:
Date of report : 14jan2019, date rec¿d by MFR : 12dec2018. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery, power management board, motor controller board and retention plate and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.